Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device smelled like smoke. Therefore, the reported condition was confirmed. It was further determined that the device had excessive corrosion on the internal components and showed signs of immersion. It was further determined that the device failed the off/osc/on switch mode function check at pre-test. It was noted that the pre-repair diagnostic assessment could not be completed as the unit stopped running. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal radius fracture surgical procedure, it was observed that the small battery drive device was smoking. It was reported that there were no delays to the surgical procedure as an identical spare device was available for use. The surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.